Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved three separate accuracy tests and found the pump was within specification. Based on the investigation, the complaint allegation was not confirmed. Device history record review showed that the device passed functional testing on 29 mar 2022 and there was no indication of a manufacturing defect during the investigation. Per service history review this device has not been in for service previously.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed accuracy during testing. There was no patient injury reported.